Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. After implant the patient experienced chronic pain, dehiscence, abscess, scar tissue, wound drainage, thin wall areas, purulent material, bacterial infection, erythema, inflammation, and infection. Post-operative treatment required includes surgical revision, incision/drainage of infection, incisional dehiscence repair, drainage/removal of abscess, repair of hernia with mesh, removal of scar tissue, placement of hemovac drain, removal of inflammatory tissue, antibiotics, and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. ­­­­­­­the procedure performed was incisional herniorrhaphy with mesh implantation and removal of previous mesh. After implant the patient experienced chronic pain, dehiscence, abscess and infection. Post-operative treatment required includes surgical revision, incision/drainage of infection, incisional dehiscence repair, drainage/removal of abscess, and removal of mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. After implant the patient experienced chronic pain, dehiscence, abscess, scar tissue, wound drainage, thin wall areas, purulent material, bacterial infection, staphylococcus aureus, erythema, inflammation, coughing, and infection. Post-operative treatment required includes surgical revision, incision/drainage of infection, incisional dehiscence repair, drainage/removal of abscess, repair of hernia with mesh, removal of scar tissue, placement of hemovac drain, removal of inflammatory tissue, antibiotics, medication, and removal of mesh. Relevant tests/laboratory data, including dates (B)(6) 2017: op note- wound culture was positive for staph aureus. The patient was started on antibiotics. Wound with erythema and yielding purulent material.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. ­­­­­­­­­the procedure performed was incisional herniorrhaphy with mesh implantation and removal of previous mesh. The patient has had a surgical revision, chronic pain and infection. Past surgical history: previous herniorrhaphy performed.